Event description:
Char was noted during a field visit following a reported generator malfunction and prior to another procedure. This was noted when turning on the equipment with a different power cord. The char was allegedly due to a short circuit that occurred when changing the power cords when turning on the generator. When the turning on the generator, an error message was noted stating: "generator malfunction. Contact sjm technical support." The system was restarted but the issue was not resolved.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Visual inspection of the generator revealed the power input module had signs of thermal damage surrounding the power port. The chassis show signs of wear consistent with use over time. There were several bent pins observed within the genconnect connector port. All the remaining connectors, switches, and labels were free of physical damage. Further investigation was unable to be performed due to the condition of the returned product. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and the investigation performed, the cause for the reported thermal event remains unknown.